Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0112333, medical device expiration date: 2025-04-30, device manufacture date: 2020-04-21, medical device lot #: 0112334, medical device expiration date: 2025-04-30, device manufacture date: 2020-04-21. (B)(4). Investigation summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, incorrect/missing label information) was captured and addressed. No samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the pen ndl 31 ga 8 mm 14 bag 700cas jp experienced incorrect label information. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: this is a report about a barcode issue for 320102. The vendor reports that the barcode on the shelf carton could not be read. Bdj checked this issue and noticed that the product ID code had been changed from (B)(4) to (B)(4) in march 2020.